Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was unable to reproduce the customer reported complaint. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy procedure, the insufflator unexpectedly dropped and was unable to maintain pneumoperitoneum, necessitating conversion to a vaginal approach to complete the procedure. The insufflator functioned as expected until approximately midway through the surgery, when the surgeon initiated the colpotomy and noted a sudden loss of pressure to 0 mmhg. The surgeon elected to complete the colpotomy and close the cuff vaginally. Although the conversion resulted in an approximately 30-minute delay, the procedure was completed without further complications. The patient did not sustain any injury due to the conversion to a vaginal approach, and is reportedly recovering well.